Manufacturer narrative:
He samples were discarded by the user facility; therefore, evaluations of the actual samples are unable to be performed. A lot history review revealed two reocclusion complaints were associated with the same patient for this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the index procedure, the physician used two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters to treat the target lesion located from the proximal superficial femoral artery (sfa) to the distal sfa of the right leg. Approximately 13 months later, the hcp reported the patient's right sfa was reoccluded. This reported reocclusion was verified through duplex ultrasound (dus) and ankle-brachial index(abi) ratios at 12 months. Reportedly, the hcp assessed this event of reocclusion as possibly related to the lutonix dcb's and the procedure. Per the site, based on the clinical findings, the subject does require further revascularization which is scheduled for (B)(6) 2016. The samples were discarded by the user facility and will not be returned for evaluation. No further adverse patient effects were reported. This is one of two products involved with the reported event and are associated manufacturers report numbers 3006513822-2016-000013.